Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician successfully deployed the 3.00 x 28 mm taxus liberte drug eluting stent. Medications given: clopidogrel. Eleven months post the initial procedure, the patient presented with a myocardial infarction. Angiography identified thrombus at a section close to the taxus liberte stent and at the edge of the stent. With continued medication, the problem was treated with balloon inflations and the deployment of a 3.00x28mm liberte stent. The procedure was successful. The patient stabilized. The medication is maintained (beta blockers and clopidogrel) and the patient evolves satisfactorily as of today. The relationship with the taxus liberte is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.